Event description:
Ous MDR - it was reported that, 30 months after the implantation, oversensing was recorded in the right ventricle. No shocks were delivered. The lead was explanted and a new one implanted. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
During lead analysis, insulation in the distal region was found to be damaged due to friction. This damage is highly likely the cause of the clinical complaint. The damage observed showed that the lead had to have been under load for a longer period of time. The position and characteristics of the friction suggest that there were significant mechanical loads imposed on the lead. There is no x-ray imaging or other diagnostic imaging available that would provide information about the relationship of the implanted system in the body. There was no indication of a materials defect or a manufacturing defect.